Event description:
Vague report of a pump issuing 533:320:717:0000 failure code during clinical use. The failure code will result in an audible and visual alarm and stop all channels in use. No pt compromise or injury was reported.